Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a l4-5 fusion using rhbmp-2/acs mixed with allograft and placing the mixture into a peek cage. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with : lumbar l4-l5 degenrative disc disease with discogenic back pain. Lumbar radiculopathy and underwent the following procedures: degenerative anterior lumbar discectomy with anterior interbody fusion. Placement of peek cage. Use of rhbmp-2/acs allograft morsellized. Placement of anterior instrumentation, screw, washer, buttress plate. Intraoperative fluoroscopy. As per op-notes, ¿a 14 mm x 12 mm lordotic trial was placed which fit quite nicely. The peek 14 x 12 cage was packed with rhbmp-2/acs, two sponges and then tapped into position.¿